Event description:
The customer received a blood glucose reading of 21mg/dl on the contour next link. She passed out and an ambulance was called. She was given a glucose IV. She was not taken to the hospital. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.